Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range, high voltage lead impedance and high, in range, capture threshold was observed on the rv lead. Patient was asymptomatic. Performing an x-ray of the lead for further evaluation was recommended. The lead was capped on (B)(6) 2016. Patient tolerated the procedure well.